Manufacturer narrative:
(B)(4). D10: cat#00877503203 lot# 2990793 bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14. Cat# 00620205022 lot# 64309077 shell porous with cluster holes 50 mm. Cat# 00786401220 lot# 64150702 femoral stem press-fit collarless 12/14 neck taper standard body extended neck offset size 12 128 mm stem length cementless. Cat# 00625006540 lot# 64424728 bone screw self-tapping 6.5 mm dia. 40 mm length. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 5 years later due to recurrent dislocations. During the revision, the head was dislocated. The head and liner were revised without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain, dislocation, and scar tissue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.